Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having new pain in their right leg that they had never had before. It was reported that the patient had a possible ins pocket infection and would possibly have the ins explanted. No further complications are anticipated. Additional information was received from a manufacturer representative. The infection was confirmed and the explant was performed on (B)(6) 2018. It was reported that the explanting physician discarded the device. No further complications are anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the system was explanted on (B)(6) 2018 due to post-surgical infection. New system is being implanted (B)(6) 2018. Old system discarded by physician. No patient symptoms or complications were reported in this event.